Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl, which he treated with a manual insulin injection. Additionally, the customer's insulin pump was damaged; the bottom part was about a half inch away from the actual unit; the drive support cap was broken off. However, the customer keeps getting sent back to the rewind menu due to the drive support cap damage. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a cracked and broken off end cap. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the operating currents due to a cracked end cap. The pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.